Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the console¿s battery maintenance test not passing was not confirmed. Neither the centrimag console (serial number (B)(6) nor the console¿s internal battery (serial number (B)(6) were returned for analysis. Available information for this event indicates that the cause of the event was isolated to an issue with the internal battery and that the console¿s internal battery was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the battery was manufactured in accordance with manufacturing and qa specifications. The internal battery, serial number (B)(6), was also observed to have been manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual, section 8.4 entitled ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag console failed the preventative maintenance procedure twice, and the failure was attributed to a defective battery. The battery was installed on (B)(6) 2024 and had an expiration date of nov2027. A new battery was installed for the console's performance to be evaluated.